Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unknown. The 2007, 15-month cre pulmonary dilatation product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
In 2007, it was reported to boston scientific corporation that a bronchoscopy procedure using a cre pulmonary balloon dilator and alliance ii inflation device was performed on a female patient. According to the complainant, the patient had stage IV lung cancer and the stricture had been dilated two and a half weeks prior to this procedure. Reportedly, at the time of the procedure, the patient had "no bleeding or perforation at the dilatation site." During the procedure, "the balloon was dilated to the larger balloon diameter... Deflated after dilatation and removed... Shortly after bleeding was noticed... And the physician went back in with the scope and found a perforation... The patient then coded [and] died about one hour later." The complainant stated that "the patient died of pulmonary hemorrhage."